Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of medications for pain. The pt was given intrathecal dilaudid, bupivicaine, and clonidine. The pt underwent two catheter replacements and developed a granuloma at the tip of the catheter after the second catheter was placed. The pt experienced increased pain, radicular pain with an increase in intrathecal pain medication. The pt underwent a myelogram in 2001 which showed a mass. The pt underwent catheter replacement the following month. No cultures were done. The hcp suspects a granuloma because the pt got pain relief for a short period of time after catheter contrast study and with subsequent electronic boluses, also only few hours relief. When starting the catheter contrast study, the physician was unable to aspirate cerebral spinal fluid but he could inject through the catheter access port. The hcp did not provide the current pt status with the new catheter.